Event description:
The customer reported that one citrate sample tube was incorrectly routed by the labcell system, after the sample tube was checked into the sample manager. The sample tube was directly routed to the sta-r analyzer without centrifugation and without decapping, causing the sta-r probe to pierce the uncapped tube. The patient sample could not be used for testing and a new sample had to be drawn from the patient. There are no known reports of adverse health consequences or patient intervention due to the capped sample tube routed to an uncapped analyzer.

Manufacturer narrative:
The initial MDR 2432235-2014-00146 was filed on january 27th, 2014. Additional information (07/11/2014): the customer log files were investigated by siemens. The investigation determined that a capped sample tube was routed to a non-siemens instrument that requires the sample tube to be uncapped. The instrument probe punctured the cap on a sample tube and contaminated the sample, which required a sample redraw and delayed the result. The sample tube was not broken and there was no biohazard exposure to the operator. The issue has been reported at only one customer site and only at the interface with this instrument. It has been determined that customers will typically download workorders, place samples in the sample manager and then turn the sample manager online. The sample manager responds by placing sample tubes on the track. At this point same tube check-in is performed and sample tube route determination is made. It was determined that this customer downloaded workorders at the same time as check-in, causing insufficient routing of the sample tube.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the labcell system and data and determined that the cause of the capped sample tubes to be routed incorrectly to an uncapped analyzer was due to a software communication error with the labcell software. Siemens is investigating this issue.